Event description:
It was reported that the pump was replaced prophylactically. Upon removal of the pump, it was noted that the catheter had a break, tear or hole. The devices were replaced. The pump contained morphine 50 mg/ml at a dose of 24 mg/day. Final patient outcome was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.